Manufacturer narrative:
H6: investigation summary : a device history review was conducted for lot number 2350866. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections.

Event description:
It was reported while using the bd pegasus¿ IV catheter ruptured causing leakage. The following information was provided by the initial reporter, translated from chinese to english: the extension tube of the high-pressure indwelling needle burst suddenly, causing the patient's venous bleeding, and the contrast medium did not enter the body, resulting in the failure of the patient's examination.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd pegasus¿ IV catheter ruptured causing leakage. The following information was provided by the initial reporter, translated from chinese to english: the extension tube of the high-pressure indwelling needle burst suddenly, causing the patient's venous bleeding, and the contrast medium did not enter the body, resulting in the failure of the patient's examination.